Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: asst. Director of perfusion. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred due to iab rupture. Blood was seen in the tubing and entered the cs300 intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported.